Event description:
It was reported that when using the bd pyxis¿ es server issue during authentication on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a pyxis server authentication issue was identified. A technical support specialist (tss) confirmed that the previous certificate had expired and was removed from the application server. A new certificate was bound to the patient encounter system and reinstalled for the pyxis identity server. The customer confirmed that the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.